Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd discardit¿ ii syringe w/o needle had foreign matter in it. No serious injury or medical intervention was reported. Verbatim:"in all of the syringes of the batch 1807 146 there are fine granules and residues of the production of plastic particles -- these could be inadvertently administered to the patient unless attention is paid to the contamination. Due to the attentiveness of the intensive care nurses, there was no patient risk."

Manufacturer narrative:
Investigation: bd has been provided with samples for catalog 300296 lot 1807146 to investigate for this record. Bd concluded that the white particles inside the syringe were composed by lubricant from the syringe barrel. As a result, bd was able to verify the reported issue. The particles consist of an accumulation of "slip agent" which is used in the formulation of the polypropylene syringe. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. A toxicologic material risk assessment has been completed and results passed all acceptable parameters. Bd has initiated the appropriate corrective and preventative actions for this issue. CAPA#207816 was initiated. Bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's.

Event description:
It was reported that bd discardit¿ ii syringe w/o needle had foreign matter in it. No serious injury or medical intervention was reported. "In all of the syringes of the batch 1807 146 there are fine granules and residues of the production of plastic particles. These could be inadvertently administered to the patient unless attention is paid to the contamination. Due to the attentiveness of the intensive care nurses, there was no patient risk."